Manufacturer narrative:
Lead model 3777-45, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Extension model 3708140, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer model 33374, serial: (B)(4).

Event description:
It was reported that the patients device had high impedances (>10,000 ohms) on three contacts. The patient was still receiving effective therapy and no diagnostic tests were done. No re-programming was done, since the patient was happy with the therapy result. The patient's stimulator also displayed the early replacement indicator (eri). The patient had been increasing their stimulation to cover his pain (settings at 8.2v, 450 pw and 45 hz). The company representative spoke to the patient's physician, who was aware that the stimulator needs replacing.